Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. Visual examination of the connector noted no anomalies. Visual examination of the connector noted the 1094 grommet was damaged. The cause was unknown.

Event description:
It was reported that during the implant attempt, the existing lead could not be connected to the new device. The setscrew was tight and a few wrench kits broke while trying to loosen the setscrew. Once the setscrew was loose and the lead was connected, the device did not pace the patient and the patient experienced asystole. The device was not implanted and another device was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.